Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the rad-8 "will turn on/off at random." No patient impact or consequences were reported.

Event description:
The customer reported the rad-8 "will turn on/off at random." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: g4: date received by manufacturer was submitted as 24-mar-2032; actual is 24-mar-2023.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was evaluated. No findings related to the customer reported issue were observed.

Event description:
The customer reported the rad-8 "will turn on/off at random." No patient impact or consequences were reported.